Event description:
It was reported that during a gastric bypass procedure, the surgeon was reinforcing the last staple line with clips due to oozing. Some of the clips were not tight when deployed on the staple line and could be easily knocked off. The surgeon had to ¿muscle up,¿ using a lot of force to get the clips to close tightly. The clips were feeding into the jaws correctly and it is unknown the total number of clips fired. The same device was used to complete the procedure as enough tight clips were deployed by applying additional force. The staple line that was reinforced was completely stapled and cut with no malformed staples; only oozing was being addressed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results for the er320 device found that it was returned with the shaft bent and with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, no conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.